Manufacturer narrative:
The manufacturer previously reported this malfunction on MDR 2518422-2021-01334. Report, MDR 2518422-2021-01428 is a duplicate and was filed in error. No duplicate malfunction occurred and all reporting is correct on MDR 2518422-2021-01334.

Event description:
The manufacturer received information alleging a malfunction of a ventilator's touchscreen. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's display was replaced to address the issue.